Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of osteoporotic vertebral compression fracture (vcf) l5 involved in the reported event. It was reported that during procedure, cement was mixed for 60 seconds and bone fillers were loaded. Cement was used at 12 minutes post mix and two out of 6 bone fillers were thick but usable, however the other 4 had hardened in the bone fillers. Room was in normal temperature range and bone fillers were not handled after filling. Labeling was followed throughout the procedure. No patient adverse events associated with the cement. Cement mixed for 60 seconds. No malfunction of the cds system during use. Cement was doughy and homogenous prior to delivery into the patient. There were no patient symptoms or complications reported as a result of this event. Procedure was completed successfully with new product. Patient is alive and no injury. On 2021-jul-01, received additional information that procedure was kyphoplasty. There was delay in overall procedure time for 15 minutes. This event occurred on the back table. 2-bone filler used in the patient. Remaining 4 bone fillers were cement hardened was not used in the patient, and it was discarded. 2 fillers worth of cement (approx. 3cc) remains in patient.